Event description:
The customer reported that the sys displayed a "file sys corruption detected" error message which was not recoverable, therefore, the sys was rendered inoperable. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced and the sys software was reloaded. The system was then found to be operating as intended.